Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a thrombectomy procedure, the physician noticed a penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging. The kinked ace 68 was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 68.